Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by a getinge field service engineer (fse) that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had a damaged fiber optic connector, as well as a visible defect on the top lcd screen. There was no patient involvement. Additionally, the fse discovered saline intrusion on the power slot pcb, and the device had an autofill failure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , b6 , b7 , d10 , e2 , e3 , e1 ( initial reporter , event site email ) , g7 the fse replaced the broken fiber optic sensor extension cable assembly , and the damaged lcd display , as well as the saline-damaged power slot interface pcba and the helium fill manifold assembly which resolved the auto-filling error and completed the 5000 hour pm during the same service visit. The unit passed all functional and safety checks per factory specifications. The root cause for the fiber-optic adapter connector (item 14) of the cable assembly failure is that the fiber optic sensor extension is not robust enough to consistently withstand large and/or repeatable force/impact that the connector may be subjected to over the course of continued use. (For more information see CAPA 792593 root cause analysis attachment 16) most probable cause for lcd display failure is component reliability. Most probable cause for power slot interface pcba and the helium fill manifold assembly failures is fluid ingress.

Event description:
N/a